Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number, no information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was not working as expected while in use with a patient. The vent stopped working while it was attached to the oxygen. No information on the patient is known at this time.

Manufacturer narrative:
One device was returned for analysis. Functional testing did not confirm the customer?s complaint. The root cause for this event is unknown; however, manufacture recommends annual service for the equipment. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).